Manufacturer narrative:
H3: one used product was received for analysis. Visual inspection identified an unclean cut through one side's flange eyelet. Some damage is observed on the other eyelet. Slight yellowing of the silicone is observed. The customer¿s issue was confirmed. Due to the nature of some tracheostomy tube holders with sharp metal clips or those that contain velcro, using twill tape holder supplied with the product was recommended.

Event description:
It was reported that the trach flange exhibited a tear at the trach loop. A new trach was used and the issue resolved. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.